Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated alarm indicating o2 concentration issue. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the information provided by the technician, the issue with o2 concentration was not reproduced. Device passed all performance and safety tests according to factory specification. The device was delivered to the user in working condition. The device's logs were not provided for further analysis. It is also unknown whether the o2 concentration was too low or too high. Alarm o2 concentration low (or high) is activated when measured o2 concentration is below (or exceeds) the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). As the cause of the alarm activation is unknown, the root cause could not be determined.